Event description:
It was reported that the patient's knee was revised due to pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.